Event description:
During routine retaping of pt's endotracheal tubes, rt moved the pilot balloon to facilitate taping. During movement of pilot balloon, the full length of pilot line easily detached from body of endotracheal tube causing cuff to deflate. This rendered endotracheal tube ineffective for ventilator use. Pt immediately reintubated without apparent adverse effect.